Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 300mg/dl. The customer treated with an insulin pen. Customer indicated that their doctor has not been contacted. Customer declined to further troubleshoot for high blood glucose and indicated that they will call their doctor. No further details were given.